Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted within abrasion on both cylinder exhaust tubes. These were both sites of leakage. Partial separations within abrasion were also noted on the exhaust tube of cylinder 2. A separation was noted within inlet tube of the reservoir. This was a site of leakage. Partial separations within abrasion were also noted on the inlet tube of the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all tubing of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing of both cylinders and inlet tube of the reservoir at the sites. Separations of these types could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, though not verified, this device was explanted due to an unspecified malfunction. No other adverse patient effects were reported.